Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a new bag of lactated ringers (lr) was programmed for 125ml/hr using interoperability on a large volume pump module. The pump module alarmed for occlusion on the patient side. When the registered nurse (rn) restarted the pump module, it restarted at a rate of 126ml/hr. The pump module was reset and then the pump module alarmed that there was air in the line. The rn opened the door to the pump module to remove air. When the door was closed again, the pump module was reset to a rate of 126ml/hr again. There was patient involvement but no harm. The customer had the following question: "why was the rate rounded to 126 ml/hr?" Per pre-liminary findings by bd interoperability consultants findings: "during troubleshooting, a patient-side occlusion alarm occurred at 16:50:50. At 16:50:54, the clinician pressed the channel select key on the module and then inadvertently pressed the up (¿^¿) key at 16:50:56 on the pcu, increasing the infusion rate to 126 ml/hr. The start key was pressed at 16:51:01. Upon recognizing the unintended change, channel select was pressed again, and the rate was manually adjusted back to 125 ml/hr at 17:14:49."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported unintended rate change during a lactated ringers was confirmed during the review of the event logs. A review of the suspect pump module and pcu error log was performed, and no errors or anomalies were noted on the reported event date. The drugs that were programmed to infuse on the incident date were unable to be confirmed since the infusions were programmed via remote IV. On 14jan2026 between 4:01 pm and 4:02 pm the pump module alarmed for safety clamp open, a remote IV was received and an infusion was started for drug ID 1 (suspected to be lactated ringers) at a rate of 125 ml/hr and volume to be infused (vtbi) of 1000 ml. The vtbi was reprogrammed to 175 ml. Between 4:07 pm the pump module alarmed for occlusion on patient side two (2) times and the infusion was restarted at 4:38 pm. A primary volume infused (pvi) of 46.493 ml. Between 4:50 pm and 4:51 pm the pump module alarmed for occlusion on patient side. Key up was pressed to increase the infusion rate to 126 ml/hr and the infusion started with a vtbi of 104.399 ml. A pvi of 70.601 ml was recorded. Between 5:09 pm and 5:14 pm the pump module alarmed for occlusion on patient side, the infusion was restarted and the rate was manually reprogrammed to 125 ml/hr. A pvi of 115.573 ml and a remaining vtbi of 59.427 ml were recorded. At 5:17 pm the pump module alarmed for occlusion on patient side. A pvi of 120.679 ml was recorded. At 5:20 pm a remote IV was received and an infusion started for drug ID 1 (suspected to be lactated ringers) at a rate of 125 ml/hr and vtbi of 1000 ml. Key up was pressed to increase the infusion rate to 126 ml/hr and the infusion was paused. At 5:21 pm the pump module alarmed for safety clamp open, the door was closed and the infusion was restarted. A pvi of 120.954 ml and a vtbi of 999.725 ml were recorded. Between 5:29 pm and 5:30 pm the pump module was reassigned to channel a, the infusion was paused and the unit was channeled off. A pvi of 138.46 ml was recorded. No inspection could be performed as no devices were returned for investigation. Testing could not be performed as no devices were returned for investigation. The bd alaris system with guardrails user manual (v12.1.3) states that proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached modules and associated disposables before using the bd alaris system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The up/down arrows default to the rate field when channel select is pressed during an infusion. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported unintended rate change during a lactated ringers infusion is being attributed to a user programming error. A review of the pcu event log showed a ¿key up¿ press causing the intended rate of 125 ml/hr change to 126 ml/hr. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a new bag of lactated ringers (lr) was programmed for 125ml/hr using interoperability on a large volume pump module. The pump module alarmed for occlusion on the patient side. When the registered nurse (rn) restarted the pump module, it restarted at a rate of 126ml/hr. The pump module was reset and then the pump module alarmed that there was air in the line. The rn opened the door to the pump module to remove air. When the door was closed again, the pump module was reset to a rate of 126ml/hr again. There was patient involvement but no harm. The customer had the following question: "why was the rate rounded to 126 ml/hr?". Per pre-liminary findings by bd interoperability consultants findings: "during troubleshooting, a patient-side occlusion alarm occurred at 16:50:50. At 16:50:54, the clinician pressed the channel select key on the module and then inadvertently pressed the up (¿^¿) key at 16:50:56 on the pcu, increasing the infusion rate to 126 ml/hr. The start key was pressed at 16:51:01. Upon recognizing the unintended change, channel select was pressed again, and the rate was manually adjusted back to 125 ml/hr at 17:14:49."